Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for stopper damaged (deformed) on lot # 1025876. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. 12oct2020, (B)(4) received a photo complaint from material #326638 and lot #1025876; syringe 0.3ml 30ga 8mm. Initial evaluation: examination of the photo indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 1025876 was reviewed for the syringes assembled from 08mar2021 to 09mar2021. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every hour: missing components. Visual inspection every hour: plunger fully secured to stopper. If a defect is found during an inspection a quality notification is initiated. No quality notifications were written for issues relating to the assembled syringe defect. Root cause: l2l dispatch #117442 was created for silicone out of parameters. The parameter reading was 24 and should have been at 25. The established parameters set the amount of silicone emitted into the barrel. Operating below the set parameter may lead to a ¿dry¿ barrel leaving the plunger /stopper difficult to exercise. Corrective action: the parameters are verified at each shift change. The silicone regulator was adjusted to the parameter reading of 25. The syringes were inspected to ensure adequate silicone in the barrel was present. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringe 0.3ml 30ga 8mm experienced stopper deformation. The following information was provided by the initial reporter: according to the customer's report, the stopper was found to be deformed before use in hospital.